Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On 20 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 2:1 cutter serial number: (B)(6), 1.5:1 cutter serial number: (B)(6), and 1.5:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 28 august 2019 noted that the calibration was slightly out of specifications, but the mesher still produced a passing cut. Upon further inspection, it was found that the roller and roller gear had visible damage. Review of the returned cutters found that both of the cutters produced incomplete cuts. Repair of the mesher occurred the same day and involved replacing the roller and roller gear as well as the gear and collar for the 1.5:1 cutter. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 20 august 2019. Based on the information provided, the cause of the device producing an incomplete mesh was due to the use of previously deemed defective cutters. During evaluation of the device, it was found that both the returned cutters had produced incomplete cuts. Upon further review, both returned cutters were found to have previously produced incomplete cuts and deemed non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the skin graft mesher made an incomplete mesh. No patient involvement. No adverse events were reported as a result of this malfunction.